Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed to open. The field service engineer noticed that the magnet had fallen out of insep, hence replaced the insep and powered on the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that the main drawer 6 was failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.